Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Additionally, it was reported that air bubbles were observed in the infusion set tubing. There was no impact to customer¿s blood glucose. Reportedly, the pump supplies were changed to address the issue.